Event description:
Date: (B)(6) 2015 - catheter removed due to an alleged infection. A PICC was reportedly placed.

Manufacturer narrative:
A lot history record (lhr) review is not possible, as no mfg lot number has been provided by the complainant. The device has not been returned to the MFR for eval.